Manufacturer narrative:
A price quote for onsite service was provided to the customer, however the quote expired due to no customer response. Final disposition and repair details of the device are unknown because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer reporting a loss of power on v60 device. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.